Event description:
Related manufacturer reference number: 2017865-2025-12687. It was reported that the patient presented for a follow-up in clinic. Upon examination, the pacemaker failed to be interrogated, and the right ventricular (rv) lead exhibited an unknown malfunction. The physician explanted and replaced the pacemaker, while capped and replaced the rv lead on (B)(6) 2025 to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal level. Signs of rapid discharge were noted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.